Event description:
According to the reporter, the device was used by an operator who was not familiar with the device or with working "codes." The defib pads were attached to a down pt and the device powered on, but the device would not recognize a connection to the pt and would not analyze the pt's rhythm. Pt outcome is unk but there were no adverse affects reported as a result of the device use.

Manufacturer narrative:
Physio-control evaluation the device and observed proper operation through functional and performance testing. The reporter indicated the event may have been caused by a device use error in that the defibrillation electrodes attached to the pt may not have been connected to the device. The device was returned to the customer for use.